Manufacturer narrative:
We will submit a final MDR once the investigation will be concluded.

Event description:
We can summarize the events as follows: on (B)(6) 2016 a conversion from hemi to total was performed. The following components have been implanted: stem - code 1304.15.160, lot# 1511824. Adaptor - code 1330.15.272, lot# 1608234. Humeral head - code 1322.09.460, lot# 1512682. Humeral body - code 1350.15.110, lot# 1519395. Metal back glenoid - code 1375.21.010, lot# 1601169. Liner l1 - code 1377.50.010, lot# 15at1sx. On (B)(6) 2017 another revision surgery took place, cause for this revision was the disengagement between the humeral body and the stem, also malpositioning of the implant and fracture of the humerus have been reported. During this second revision surgery, the surgeon explanted the components, reassembled them and re-implanted the same components. It was also reported that, due to the humeral fracture, the construct stem + humeral body subsided into the humeral canal preventing the placement of the humeral head. Surgeon performed therefore an osteotomy of the humeral neck and then placed and impacted the humeral head. According to the info received, after the second revision ((B)(6) 2017), patient experienced pain, loss of rom, poor anatomical alignment of glenohumeral components, capsulitis and numbness, another revision surgery was therefore planned (date unknown). Event happened in the us.